Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/apr/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was to "match l implant."

Event description:
Patient reported diagnosis with right side breast cancer. Device has been explanted.